Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the device revealed several recorded episodes of high ventricular rate. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. The patient was not pacing-dependent, and the noise was nonreproducible. No interventions were made. The patient was stable.